Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an insulin occlusion alert while using an infusion set and chose not to troubleshoot, instead replacing the disposable supplies; the occlusion resolved after the supply change and education was provided that a bent or kinked cannula could contribute to occlusions, with self-reported blood glucose around 200 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported injury and continued self-monitoring of blood glucose. Investigation included user interview and troubleshooting education. Investigation of this case revealed that the event was consistent with an occlusion likely related to the infusion set cannula. It was concluded that the device functioned as designed with an occlusion alarm, and the issue was addressed by supply replacement, with no further device performance concerns identified.